Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Upon examination, it was discovered that the right ventricular lead exhibited chatter causing inappropriate pacing mode switches. The patient required less than three percent pacing and was not affected by the lead chatter anomaly. From the noted anomaly, it was suspected that the lead had an insulation damage. On (B)(6) 2020, the lead was capped and replaced successfully. The patient was asymptomatic and remained in stable condition throughout the event.